Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer has stated that the unit veers to the left.

Manufacturer narrative:
The device was evaluated by the returns department which found that the unit does veer left but there are no visible defects to the casters.

Event description:
The dealer has stated that the unit veers to the left.